Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and an unexpected restart occurred. Blood glucose level at the time of the incident was 16 mmol/l. The issue was not resolved through troubleshooting. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had unresponsive bolus express and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart alarm, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test due to an unresponsive button. The device had a minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.